Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away due to an acute heart attack while wearing the insulin pump. It was stated that the customer did not make it to the hospital and pronounced death on the scene. It was stated that the customer's cannula had the tendency to fall out due to the adhesive not sticking. The daughter stated that her father was hospitalized in may due to diabetes ketoacidosis. No further information was provided.